Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review, part number: 314.742, supplier lot number: 16154-01, synthes lot number: 6305043, release to warehouse date: january 18, 2010, manufacturing site is synthes (B)(4) and supplied by (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the drive shaft is broke during surgery. They did everything as surgical technique stated. The broke off pieces were removed from the patient. They used a new drive shaft. The surgery was prolonged about 30 minutes, there was no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). An investigation summary was performed. The investigation of the complaint articles has shown that: investigation performed by syusa as follows: one drive shaft, minimum 360mm length, for use with reamer/irrigator/aspirator (ria) (part number 314.742, supplier lot number 16154-01, synthes lot number 6305043) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ it was reported that all broken off pieces were removed from the patient. The complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. Specific details regarding the technique used/handling in prior procedures is not known; however, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torqued the drive shaft of the device leading to fatigue. This fatigue then likely permitted final separation of the distal tip when under significant force. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. This investigation summary is approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.